Event description:
It was reported the bd nexiva contained a foreign material on the needle. The following information was provided by the initial reporter, translated from dutch to english: a black hair hangs from the needle of a nexiva catheter. We saw this as soon as the package was opened. Packaging with hair is with me.

Manufacturer narrative:
Investigation results: the complaint of a hair on the needle could not be confirmed from the two 20g nexiva units that were returned from investigation from lot #3220067. A visual observation of the returned units revealed no black hair or foreign matter on the returned units. Two 20g nexiva units were received in open packaging. It is possible that any foreign matter may have been displaced as no foreign matter was observed on the returned samples. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.